Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent an open osteosynthesis with tfna long products and cement for a proximal femur fracture. The surgery was completed successfully with no surgical delay. After surgery, on (B)(6), 2023, a cut-out of the blade was found. A revision surgery via tha is planned for (B)(6), 2023. The surgeon commented regarding this event as follows: this was a vertical shear type fracture case, similar to pauwels iii type. Furthermore, since the outside near the blade insertion part was also fractured, it was a case in which fixation at the blade insertion part could not be expected. The blade was also a little short and even though cement was injected, fixation of the femoral bone head could not be achieved, which is thought to have led to the cut-out. No further information is available. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.